Event description:
In 2007, the company received a report where it was claimed that after insertion of the device, the end clinician observed that the 15mm connector appeared to be "swollen." Replacement of the tube was performed.